Event description:
Cs29 dlu was used to perform end-to-end anastomossis. A ralc45 and slc55b dlu were used first to close and transect the proximal and distal colon. After the firing sequence was completed as normal, a leak test was performed and a large hole was found. A picture of the hole was taken and appeared completely intact. Another anastomosis was performed using a competitive device to complete the case successfully.